Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, the touch screen was scratched. No additional information was provided. The customer declined to be contacted by tandem technical support regarding the issues, therefore no further information could be obtained.